Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage noted inside the device. The insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display, no battery out of limit alarm, no constant tone noted during test. The device was received with minor scratch at the screen, cracked display window corner, battery tube threads, and cracked reservoir tube and lip.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 496 mg/dl, which was treated with manual injection. The call stated that even though the insulin pump was disconnected, the device might have been exposed to moisture because the customer was playing outside in the water. Troubleshooting was performed and the caller stated that the insulin pump kept sounding a constant tone without anything appearing on the display screen. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.